Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The heparin did not alarm when clamp was engaged above the pump chamber was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion during therapy (heparin sodium, dose, programmed amount and delivery rate unknown). The clamp was engaged above the pump chamber. The pump was indicating a volume infused even though it was not infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.